Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110 - over voltage cleared no energy) has been confirmed. As received, the monitor failed incoming testing. The cause of the code 110 and the incoming test failure is a lack of voltage to the converter. The cause of the lack of voltage is failure at inductor component l1. The cause of the l1 failure is high current flow. The cause of the high current flow is a short at capacitor c10. The root cause of the short cannot be positively identified. No adverse event resulted from the shorted capacitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 110 - over voltage cleared no energy. The patient was issued a replacement monitor.